Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The reported patient effect of failure to retrieve mitraclip nt system components (foreign body in patient), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The IFU also states to grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. It then proceeds to list the steps to remove the gripper line prior to the removal of the device. All available information was investigated and the reported inability to remove the gripper line appears to be a result of the user error as the gripper line was stuck inside the clip and was not removed prior to the removal of the clip delivery system (cds). The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions, and due to the inability to remove the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information

Event description:
This event is filed for inability to remove the gripper lines from the patient anatomy. It was reported that on (B)(6) 2017, the patient, with mixed etiology mitral regurgitation (mr) underwent a mitraclip procedure. The mitral annulus was noted to be very calcified and difficulty was noted during grasping with the first clip; however, the clip was deployed without issue. A second and third clip were able to grasp the leaflets with more ease and were implanted. After removal of the third clip delivery system (cds), it was noted that the gripper lines were still attached to the clip and extended out of the patient anatomy. One of the gripper lines was pulled to remove; however, the line couldn't be removed. The other gripper line was pulled; however, that one was also unable to be removed. Multipurpose catheters were advanced over each gripper line, but the lines could not be removed. It was decided to leave the gripper lines attached to the clip, so as to not damage or detach the clip. Anticoagulation was administered. Post procedure, the patient was in stable condition. No additional information was provided.